Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case corner of the belt clip rails near the battery compartment, serial number label fading and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the device alarmed for critical pump error. The customer's blood glucose level was reported to be 156mg/dl. It was reported that the pump would have to be replaced and returned for analysis.